Event description:
It was reported that the pump only worked for two days. No affectation to the patient reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device was tested prior to being disassembled for assessment: the device performed as expected without issue. The reported complaint was not confirmed as the device passed performance tests.